Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, a patient underwent repair of a descending thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. After a planned iliac arterial conduit, three tag devices were deployed. The second tag device inadvertently partially covered the origin of the left subclavian artery. A final angiogram demonstrated partial sluggish filling of the left subclavian artery as well as a small type I endoleak (which was left to self-seal). The patient tolerated the procedure in stable condition, however, in 2006, the patient had altered mental status and lower extremity paraplegia. The patient was discharged for rehabilitation.